Event description:
Boston scientific corporation was informed that during a egd (esophagogastroduodenoscopy) procedure, there were four clips that would clip, but would not hold onto the tissue. However, no tissue was torn. The physician completed the procedure with a fifth of the same device with no pt complications and the pt is fine. Note: this complaint is one of four devices used in the procedure. Refer to MFR 3005099803-2009-00685, 3005099803-2009-00687, 3005099803-2009-00689 for other related reports.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. The DHR investigation could not be completed as the batch number was not supplied by the end-user of the device. The suspected device was disposed. A device eval will not be performed; therefore, the cause of the reported event is undeterminable.